Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. Customer reported they had experienced high blood glucose level of 303 mg/dl at time of incident. The customer's current blood glucose was 274 mg/dl. Customer declined to troubleshoot for high readings. The customer stated that they keeps getting no delivery on insulin pump. Troubleshoot was performed for no delivery alarm. Customer reports event was resolved by reservoirs change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.